Manufacturer narrative:
(B)(4). This is a report of a use error in which the patient improperly disconnected the patient line from the transfer set. This is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during the initial drain. The patient disconnected from the homechoice without using proper procedures, and when it alarmed the patient reconnected. The technical service representative explained the alarm and helped to clear the alarm. The caregiver would contact the nurse regarding missed therapy and to set up the homechoice. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.